Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/29/2015 with the following findings: the black box shows evidence that the time/date reset after a power event on (B)(6) 2014. The total daily dose history added up correctly and reflected the user programmed basal rates. During testing, the pump was exercised for 24hrs. After 24hrs the battery was removed for 6hrs and when the pump was powered on the time and date had reset to 12:00am 1/1/2007. The pump passed a delivery accuracy test and was found to be operating within required specifications. The pump was opened and a visible inspection confirmed the internal battery was leaking. Unrelated to the complaint, the audio bolus button cover was found to be torn; the button was confirmed to be fully responsive to user presses.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose as low as 1.9 mmol/l with cognitive impairments related the pump time and date resetting to default. The reporter indicated that the time and date on the pump had gone to factory default upon battery removal. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.